Event description:
Pt reported the infusion device display is showing an e7 (electronic error). Preliminary results show that one key on the infusion device is flat pressed. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. (B)(4). The problem mentioned by the customer is related to careless handling of the product.